Event description:
A healthcare professional reported left side the events of ¿capsular contracture baker grade iii¿, ¿removal of the device due to pain on the left breast¿, ¿degradation of the result¿, and ¿rupture¿ the device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight and black mold like appearance. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior and anterior, crease fold, wear abrasion and stress marks. Based on the device analysis the final assessment is: opening crease sharp on posterior and anterior assessed as fold flaw opening.

Event description:
A healthcare professional reported left side the events of "capsular contracture baker grade iii", "removal of the device due to pain on the left breast", "degradation of the result", and "rupture" the device was explanted.